Event description:
(B)(4). The pt's attorney alleges a deficiency against the device. Additional information was requested but not yet received.

Manufacturer narrative:
The sample was not returned. The lot number is unk, therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(4).